Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12526. It was reported that the patient's system was extracted due to an infection.

Event description:
Additional information indicates that the patient presented in clinic for a follow-up with a pocket infection. The patient was stable following explant.